Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the tracheostomy tube had a torn flange. Patient status at this time is unknown, no harm was reported. Patient had tracheoesophageal fistula and esophageal atresia with significant tracheomalacia.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. During the visual inspection, it was identified that flange had a cut near the tube. The broken flange issue is confirmed. No root cause established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.